Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. Boston scientific technical services (ts) received a call from patient. The patient reported their icm device had been explanted because of an infection. The patient will not be receiving another icm device. The device has been returned to boston scientific. There were no additional adverse patient effects reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. Boston scientific technical services (ts) received a call from patient. The patient reported their icm device had been explanted because of an infection. The patient will not be receiving another icm device. The device has been returned to boston scientific. There were no additional adverse patient effects reported.

Manufacturer narrative:
The product investigation has been completed. Analysis of the returned product is not able to provide relevant information for infection-related allegations. However, infection is a known medical risk when the skin barrier is breached. As a result, the "known inherent risk" evaluation conclusion code was selected.